Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the primary follow-up, the lead impedance had decreased and the capture had increased due to right ventricular lead dislodgement. The lead was explanted and replaced and the patient was stable.